Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded and misaligned condition making the device non-functional. Possible causes for the yielded jaw condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.